Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-00633. The patient received her scs system including percutaneous leads, lead extensions, and an ipg for bilateral leg and back pain on (B)(6)2004. It was reported that in (B)(6) 2007, the patient lost stimulation after walking through an airport security system. Lead impedances were measured and found to be invalid. There were no problems found with the ipg. Fluoroscopy confirmed the leads had not moved, the system connections were intact, and there were no visible breaks or bends found. The physician explanted and replaced the leads and extensions. The explanted devices were not returned to ans for evaluation. Follow up on the patient found no further issues reported. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Manufacturer narrative:
Device 2 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.